Event description:
It was reported that on (B)(6) 2013 while the stimulation was turned on, the patient was wearing a ¿compression belt¿ to help her lower the back pain symptoms. The reporter noted that when the patient took the belt off, her therapy was ¿off¿ and it was confirmed by the patient programmer that her device was off. It was noted that on the day prior to the report, the patient was wearing a ¿support garment¿ over her implantable neurostimulator (ins) implant area and the therapy was shut off. This was not confirmed with the patient programmer but the patient¿s recharge session was not as long as she was suspecting, so the patient stated that it was because her therapy got turned off. It was further reported that the patient was still having concerns regarding the device or therapy but was working with the doctor or manufacturing representative. It was noted the patient spoke with the manufacturing representative. It was noted the patient¿s stimulation was still not working right.

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).